Event description:
Following a magnetic resonance imaging (MRI) procedure, the device delivered a shorted output stage detection (sosd) alert was delivered by the device. Abbott technical support was contacted and suspected the sosd alert was due to right ventricular (rv) lead damage. Lead replacement was recommended, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.